Event description:
The surgeon had implanted a icm120v4(-16.5) implantable collamer lens model in 2006 and had to explant the lens in about a month later due to inadequate vaulting of he lens. No patient injury.